Event description:
The customer reported via phone call that he experienced low blood glucose level of 30 mg/dl. The customer explained that he miscalculated his carbohydrates and delivered too much insulin. The customer expressed headaches and blurry vision as symptoms related to his low blood glucose. The customer also stated that he was hospitalized on (B)(6) 2015 due to falling down and subsequent high blood pressure levels. The customer confirmed that the hospitalization was not diabetes related. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.